Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, creases fold and openings linear on posterior and anterior. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area, opening striated on anterior, opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on posterior due to fold flaw opening and a striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.